Event description:
Pt's sock was removed from left foot to find pooled blood and a deep gash to the top of the foot, tendons exposed. Further inspection revealed another gash to left calf. Event was not witnessed but it is assumed that the pt got their leg caught in the mechanism of the chair because the apron was loose on the chair.

Manufacturer narrative:
Winco made initial contact with the reporting facility on (B)(4) 2010. We received a reply phone call from the reporting facility on (B)(4) 2010 which provided updated contact info and when a reply could be expected. The reporting facility contacted winco on (B)(4) 2010 to verify that the injury to the pt was not witnessed and it was assumed that the pt's leg was caught in the mechanism of the chair. They also stated that the chair had been quarantined. All available info indicates that this event is the result of product misuse and there is no evidence of any malfunction of the chair.